Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting da vinci-assisted surgical procedure, the end of the large suturecut needle driver instrument turned on itself. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site, but was unable to obtain any additional information about the complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The large suturecut needle driver (nd) instrument was analyzed and the reported complaint was not replicated or confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument logs were thoroughly examined, and no motion-related errors were observed. The instrument underwent internal and external inspection, and a frayed grip cable at the distal end was observed. The instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. The issue observed did not result in motion-related issues.

Event description:
Refer to h10/h11 for follow-up information.